Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection with the naked eye noted a separation between the tubing and the main body. In addition, a separation between the female connector and the main body of the twist clamp was observed. The reported condition of separation between the tubing and the main body was verified. The cause of the condition was undetermined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug on the tubing and patient adapter will cause the separation. The cause of the separation between the female connector and main body was determined to be a manufacturing related issue due to an inadequate solvent bond between the female connector, insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and the twist clamp of a minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however, the patient was given prophylactic treatment. No additional information is available.